Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a battery replacement procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a battery replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement as per physician¿s preference. The patient was reportedly doing well postoperatively. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.